Event description:
The patient stated that the pump had a frozen screen and unresponsive buttons. The patient stated that it was raining outside, and her pump was underneath her shirt. Advised the patient that the pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Down arrow button did not respond due to flattened button dome switch. No frozen screen noted. No moisture damage on electronics noted. The insulin pump received with scratched display window, cracked display window corners, cracked belt clip slot and cracked reservoir tube lip.